Event description:
Omnipod by insulet's omnipod 5 continued to deliver insulin after it was shut off, causing severe hypoglycemia. A flight was delayed a report was made to the faa, and paramedics were called. When the device was removed and shut off, the device continued to show delivery of insulin. Blood sugar continued to drop after omnipod 5 was shut off from 90s to 20s despite treatment with food and drink. Paramedics had to be called to deliver glucagon and even then blood sugar didn't stabilize until the pump was removed. There were error messages when attempts were made to shut the omnipod 5 off. This was a very serious device-related adverse event causing harm, injury and potential death.